Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started their sensor session after performing a pump reset with guidance from technical support.